Event description:
Device malfunction: none. Time of symptoms/ae: after procedure. Symptoms/ae: death. It was reported that after an uneventful left common carotid stenting procedure and during a right common iliac stenting procedure, the patient experienced hypotension that resolved the next day with midodrine 10 mg and nacl 1000 ml. The patient was discharged one day post procedure. Three days post procedures, the patient died. Cause of death is under investigation. There is no additional information available. Study event.